Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: it was reported by (B)(6) (cincinnati, USA) via a post- market study (MDR-2036) that a chait percutaneous cecostomy catheter (rpn: tdcs-100-l; lot#: unknown) dislodged. The device was required for treatment of fecal incontinence and severe, chronic constipation. On (B)(6) 2019, a female patient had her previously placed cecostomy catheter in her appendix exchanged with a cook cecostomy catheter. The new catheter was placed over the guidewire with contrast and fluoroscopy imaging into the already made appendicostomy opening. On (B)(6) 2020 (183 days post-procedure), the patient realized she accidently pulled out the cecostomy catheter during her shower. An additional procedure was required to replace the dislodged catheter. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, quality control procedures, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU pamphlet, t_tdcs_rev7, packaged with the device contains the following in relation to the reported failure mode: precautions: instruct patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. Based on the information provided, no product returned, and the results of the investigation, the cause for this event is determined to be unintentional user error. There is no evidence to suggest a possible design or manufacturing deficiency as cause for this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Age at the time of study procedure (placement of chait trapdoor cecostomy catheter): 19 years old. Weight at the time of study procedure (placement of chait trapdoor cecostomy catheter):92 kg. Common name: exd irrigator, ostomy . Product code: exd. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a patient had an incident with a chait percutaneous cecostomy catheter. The device was required for a study procedure (MDR-2036) for treatment of fecal incontinence and severe, chronic constipation. On 04nov2019, a female patient had her previously placed cecostomy catheter in her appendix exchanged with a cook cecostomy catheter (tdcs-100-l). The new catheter was placed over the guidewire with contrast and fluoroscopy imaging during the procedure into the already made appendicostomy opening. Glycerin, castile soap, and contrast were instilled during the chait exchanged procedure. Saline was instilled throughout the duration of time the cecostomy catheter remained in place. On (B)(6) 2020 (183 days post-procedure), the patient realized she accidently pulled out the cecostomy catheter during her shower and the dislodged catheter was replaced. No other adverse effects were reported for this incident.